Manufacturer narrative:
(B) (4): eval, results - (mi).

Event description:
During the procedure two endeavor sprint stents were implanted, one to the 1st obtuse marginal (2953200-2010-01135) and one to the 1st diagonal branch (MFR report # 2953200-2010-01136). One day post procedure, an mi is reported to have occurred. Cardiac enzymes were reported to be out of range. The investigator reported that the mi was related to the target vessel. The investigator also reported that the mi was unrelated to the device or procedure. The pt was discharged from hospital one day later.